Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. Customer reported that at 9:45 am. On the day of the event, she obtained a reading of 110 mg/dl on a relative's one-touch blood glucose monitor and then administered her normal dosage of 40 units of novolog. Customer states that at 12:00 noon, she felt symptoms of hypoglycemia and passed out at approximately 1 :00 p.m. She was discovered by her husband and emts were called. A reading of 35 mg/dl was obtained on the emt's blood glucose monitor and an IV of unknown contents was given. Customer was transported to the hospital but was not admitted. She was kept for observation and released at 5:00 am. On (B)(6) 2012 after the hospital obtained a reading of 125 mg/dl on their blood glucose monitoring equipment. The one touch blood glucose monitor mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).